Event description:
Reporter indicated that due to infection, vns pt's generator was explanted from the original pocket, soaked in a betadine solution, and re-implanted subscapular. Further follow up revealed that the pt had irritated/scratched the incision site. The pt had not undergone any other surgical or dental procedures or invasive monitoring either 3 months pre or post vns implant and was not implanted with any other devices. The pt is stable and the infection has reportedly resolved.